Manufacturer narrative:
1 device that was originally coded as evaluated was found after investigation to have experienced difficult to load / unload the cot in the ambulance, which is not reportable. The 4 devices that were pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Evaluation results findings (components/results) 1 device: coil; plate/deformation problem; device migration 1 device: sensor; circuit board; controller/electrical/electronic component problem identified; failure to calibrate or used out of calibration; mechanical problem identified 1 device: socket/mechanical problem identified 1 device: computer software/failure to calibrate or used out of calibration.

Event description:
This report now summarizes 5 malfunction event(s), instead of 6.

Event description:
This report now summarizes 6 malfunction event(s), instead of 5.

Manufacturer narrative:
The device was originally removed from the dataset based on an incorrect determination that no defect was present. Following reevaluation, the device was confirmed to have a defect and has been appropriately added back into the summary report. Evaluation results findings (components/results) 1 device: cable, electrical; connector/coupler / electrical/electronic component problem identified; mechanical problem identified.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 device(s) was functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. 4 devices are pending evaluation. Evaluation results findings (components/results): 1 device: cable; electrical; sensor / electrical/electronic component problem identified, 1 device: chassis/frame / mechanical problem identified, 4 devices: appropriate term/code not available / results pending completion of investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1-september 30, 2025. This report summarizes 6 malfunction event(s), where it was reported the device experienced difficult to load/unload the cot in the ambulance. No adverse consequence or clinically relevant delay in treatment was reported.